Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The customer alleges that the catheter tip had broken off in a patient during a embolization. No harm has occurred to the patient and the embolization was completed.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. Due to the jagged / brittle nature of the remaining tip material, a possible cause is that the device was exposed to external chemicals used during decontamination / sterilization of clinical environments or extreme environmental conditions during storage outside of merit's possession. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.